Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. Based on the information reviewed, a conclusive cause for the reported difficulties could not be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unspecified xience sierra stent was implanted; however, the proximal and distal edges were noted to not be well apposed to the vessel wall resulting in difficulties for post-dilatation. Post-dilatation was performed to fully appose the xience sierra stent to the vessel wall. There was no adverse patient effects or a reported clinically significant delay in the procedure. No additional information was provided.